Manufacturer narrative:
Investigation summary: one (1) ctf02 and one (1) ctf03 unit were returned for evaluation. Upon inspection of the first cannula, engineering found that the shaft was bent and fractured. Upon inspection of the second cannula, engineering confirmed that the tip was bent and fractured. No other damages or defects were observed. Engineering noted the fracture locations of both cannulas were deformed. This may have been a result of applying repeated force to bend the cannula back and forth during the insertion or operation and eventually led to breakage; however, the exact cause of the breakage is unknown. The applied medical instructions for use (IFU) instruct the user to insert the system by applying continuous downward force while gently rotating in alternating clockwise and counterclockwise directions until placed as desired." This document represents our final report. Related incident - reference MDR# 2027111-2014-00157.

Event description:
Lap cholecystectomy - "during procedure it was noted tip of sleeve was missing 2mm."patient status - "stable"

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.